Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with an unknown indication. At some time, post filter deployment, it was alleged that the filter struts had perforated and the patient reportedly experienced diffuse abdominal pain. The device has not been removed and there have been no reported attempts to retrieve the filter. The patient's current status is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with an unknown indication. At some time, post filter deployment, it was alleged that the filter struts had perforated and the patient reportedly experienced diffuse abdominal pain. The device has not been removed and there have been no reported attempts to retrieve the filter. The patient's current status is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post filter deployment, computed tomography scan of abdomen and pelvis demonstrated the tip of the filter was approximately two centimeters below the left renal vein and at the same level as the right renal vein. Most, not all the filter tines were extraluminal. The tip of the filter was slightly tilted laterally to the right side. Around five months later, the patient experienced diffuse abdominal pain. Computed tomography scan of abdomen and pelvis showed the filter. Therefore, the investigation is confirmed for the reported perforation of inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.